Event description:
A peritoneal dialysis (pd) pt reported that during a drain cycle his cycler stopped draining him. He ended treatment and disconnected from the cycler. Following this, he fell asleep. When he awoke he opened the cassette door and fluid spilled out. The pt performed manual treatment. He retained a sample and is making it available for evaluation. During follow up the pt's pd nurse reported that he has not had any signs of infection. He was not treated with antibiotic. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.